Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was an error c-34 on the integrated electro surgical unit (iesu). The customer used a force triad generator to continue the procedure. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to power cycle the system, but the error persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a force triad generator with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electro surgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi received the iesu involved in the complaint and completed the evaluation. The unit was analyzed and the reported erbe c-34 error was confirmed and reproduced by failure analysis. The unite displayed c-34 on startup.